Event description:
It was reported by the contact that the customer received multiple altitude alarms. The customer's blood glucose level was not impacted. The customer installed a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.